Event description:
It was reported that at 1.00 of (B)(6) 2022, patient reported the urine leaked from around the urinary foley catheter. The nurse went to the bedside to check and found that the urinary catheter fell off. After checking the urinary catheter again, it was found that the urinary catheter balloon was ruptured. This might cause urethral damage. Report to the doctor stated the catheter was pulled out the urinary catheter and stopped catheterization.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. A potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The device was not returned for evaluation. The lot number is unknown. Therefore, the device history record could not be reviewed. The product family is unknown, therefore, the foley catheter ifus are found to be adequate based on past reviews.